Manufacturer narrative:
Patient reported post-operative pain. It was reported that an allergy test performed post-operatively identified that the patient is highly reactive to nickel. Revision surgery is required to remove the implant. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Patient reported post-operative pain. It was reported that an allergy test performed post-operatively identified that the patient is highly reactive to nickel. Revision surgery is required to remove the implant.